Event description:
It was reported to boston scientific corporation that a sensation snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, no power was delivered to the snare which resulted in no cautery. The physician then was not able to get the snare off the polyp due to the polyp shape. He then cut the sheath of the snare and removed it from the scope and inserted a second snare. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that a sensation snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, no power was delivered to the snare which resulted in no cautery. The physician then was not able to get the snare off the polyp due to the polyp shape. He then cut the sheath of the snare and removed it from the scope and inserted a second snare. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. Exact patient age is unknown but is over 18 years.

Manufacturer narrative:
The second snare was used successfully to remove the target polyp, thereby freeing the first snare. The procedure was completed using the second snare. Manufacturer name is boston scientific - (B)(4). Correct upn is (B)(4). Mfg site name is boston scientific - (B)(4). Device evaluation: visual evaluation of the returned device found it cut into two pieces near the handle, which is consistent with the customer's report that the device was cut. Additionally, the wire was bent and protruded from the sheath. The cautery pin was properly attached to the handle; however, the condition of the returned device rendered functional testing impossible. As the returned device could not be functionally evaluated with respect to current failure while in use, the complaint could not be confirmed. Therefore, the root cause for this event is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.